Manufacturer narrative:
One 3i t3® tapered implant (bopt6511) and one unknown legacy biomet screw were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using only the available information. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted on the per. The reported devices had been placed on tooth # 3 (unknown notation system) for an unknown period of time. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. DHR review (bopt6511): DHR review for the lot (2018090897) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review (bopt6511): complaint history review was performed for the reported lot (2018090897) and no similar event or complaint was found. Based on the available information, device malfunction and the reported event could not be verified since the products were not returned. The following sections have been updated: h3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the screw at implant site#: 3 fractured in a well seated biomet bopt6511 implant. Fractured screw was removed and discarded by the doctor. Requesting replacement screw as pt. To returning for screw replacement. As a result of this event, no injury to the patient was reported.